Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of an expressew flexible suture passer needle broke off into the patient's joint space, this happened at the end of the repair. The surgeon reverted to an open procedure to retrieve the fragment. The arthroscopic repair was compromised and so the surgeon re-repaired the cuff in this open procedure. This repair was concluded successfully without further issue. Facility discarded the complaint device. Post scrip= the surgeon believes that he hit a calcification nodule with the needle tip.

Manufacturer narrative:
The complaint device has not yet been received, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was only used once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. In this particular case, the user admittedly hit a calcium nodule confirming our hypothesis for this issue. No corrective or further information is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with, which this complaint is observed in the field.